Event description:
It was reported that the customer received a watchdog set test failure alarm on the insulin pump. The customer stated that, upon waking up, the insulin pump was blank. After replacing the battery and going through the prime rewind process, the customer received the alarm. The customer's blood glucose was 512 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer received the alarm again during the rewind process. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The watchdog set test failure alarm during rewind due to faulty connector on interface board. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.